Event description:
It was reported the patient had a urinary tract infection (uti). The patient had some frequency and burning. A culture was done and antibiotics were given. The event resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01q8p, implanted: (B)(6) 2012, product type: lead. (B)(4).